Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic shoulder procedure, the healicoil knotless pk suture anchor 5.0mm tip broke off after pulling through 2 limbs of ultratape (72203896). This happened outside the patient. The procedure was successfully completed with a delay of 5 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. An analysis of the customer provided image shows the device's box. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging, the distal plug is partially deployed into the distal anchor, the eyelet of the distal anchor is broken off and was not returned. The proximal anchor was not returned, bio debris is present, and the insertion device has no visible defects. A functional evaluation was performed on the returned device and found the black most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on insertion or off-axial insertion. Based on this investigation, the need for corrective action is not indicated.